Event description:
It was reported a healthcare professional (hcp) had one patient who experienced a pocket fill. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).